Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a ventilator/screen fault occurred. There was no patient or user harm reported.